Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration tubing became clogged during a phacoemulsification procedure. The procedure was completed. There was no patient harm. Additional information and product sample have been requested. No further details have been received to date.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot, however the first for this issue. Review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing, no occlusion or aspiration issue found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).